Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found.

Event description:
It was reported to nevro that the patient experienced pain, limited range of motion in their neck, and a possible lung infection. Nevro attempted to obtain additional information regarding the nature of these issues, but none was available. The device was removed and there have been no reports of further complications regarding this event.